Event description:
It was reported that the patient has a burn on their skin around where the mcot c6 sensor and the universal patch electrode was placed. The patient reported that skin was pulled off in the spot where the monitor and electrode was. It was noted that the device was "very" stuck to the patient's skin. The patient had to go to the hospital because of the severe burning and to help remove the electrode patch from the patient's skin. The patient removed the device. The patient reported no history of skin sensitivities or allergies. The patient followed the recommended skin prep.

Manufacturer narrative:
It was reported that the patient experienced a skin irritation while wearing universal patches. The patches were not returned and nor was the c6 sensor. Engineering evaluation was unable to be performed on the patch as it is single use and was not returned. Allegation is confirmed through images of patient skin irritation or a prescription from a medical professional and is most probable to be a bio-incompatibility issue with the electrode adhesive and/or hydrogel components. Engineering evaluation could not be completed due to the patch and sensor not being returned. Root cause cannot be determined and is most probable to be a bio-incompatibility issue with the electrode adhesive and/or hydrogel components. Marsi, skin burn, and associated symptoms may inherently occur under the course of ECG monitoring. No single factor or combination of factors can be attributable to electrode skin irritation and associated symptoms. The product labeling advises patients of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.